Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Grandmother stated the patient noticed his blood glucose rising. He checked his blood glucose and the results read high (>500mg/dl). The grandmother called the hospital and the diabetic expert advised to give him 9 units of insulin. The grandmother delivered a 9 unit bolus with the pod. When the patient checked for ketones he originally said he did not have any ketones. The grandmother removed the pod and activated another pod. When she activated the new pod she did not notice a difference in blood glucose. His results were still high a hour after the 9 unit bolus. She checked his ketones and they were large. At 7:00 pm or 7:30 pm the grandmother took the patient to the hospital. While he was there he was given water, insulin, saline, and glucose since he could not eat. They had to remove the pod once they arrived at the emergency room (ER) that had been worn between 1 and 4 hours on the arm. The patient was admitted to the hospital for 3 days. During the second night at the hospital the doctor's wanted them to activate a new pod to see if it was working correctly. There was no issues with the pod and the patient's blood glucose started to be stable. On the third day, since the patient was stable, they were discharged from the hospital. The pod disposed of it by the hospital. The patient's settings/insulin dose was also changed while at the hospital.